Event description:
It was reported that the customer wore the insulin pump during an MRI scan. After being exposed, the insulin pump was not functioning properly. The icon on the screen was not registering correctly and the numbers were scrolling on the screen. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test, followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. The insulin pump was received with all buttons responding properly. No unexpected button scrolling anomaly was noted. No display anomaly was noted.